Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was advised to go to the emergency room (ER) due to a possible peritoneal infection on (B)(6) 2023. Follow-up with the patient and the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. Although the exact timeline of events is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. The patient is being treated with intravenous (IV) antibiotics (drug, dose, duration, frequency not provided) and is recovering from the events (abdominal pain resolved). The patient has permanently transitioned to hd without issue and remains hospitalized while an outpatient hd chair is located. Per the patient, the cause of the peritoneal infection was never determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, and the permanent transition to hd. The etiology of the patient¿s peritoneal infection is unknown; therefore, causality could not be firmly established. Limited follow-up precluded a more in-depth investigation into the events; however, those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 30/nov/2023 during follow-up, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was advised to go to the emergency room (ER) due to a possible peritoneal infection on (B)(6) 2023. Follow-up with the patient and the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. Although the exact timeline of events is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. The patient is being treated with intravenous (IV) antibiotics (drug, dose, duration, frequency not provided) and is recovering from the events (abdominal pain resolved). The patient has permanently transitioned to hd without issue and remains hospitalized while an outpatient hd chair is located. Per the patient, the cause of the peritoneal infection was never determined.